Manufacturer narrative:
A used company cartridge was returned in the opened pouch. The used company cartridge was microscopically examined. Inadequate viscoelastic was observed in the cartridge. A small area of damage was observed on the bottom of the tip (interior). The cartridge had evidence of placement into a cartridge. The used cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted. The cartridge met specification for the presence of top coat, internal disruption was observed on the bottom of tip. A video was provided. The lens/cartridge preparation and lens delivery were not shown. The lens was already implanted and unfolding when the video started. A narrow strip of material was observed on the posterior surface. This appears to be on the leading edge, but cannot be verified as the delivery was not shown. The material was easily removed with the I/a tip. Product history records were reviewed and documentation indicated the product met release criteria. A qualified lens model/diopter and handpiece were indicated. A non-qualified viscoelastic was indicated. The root cause for the reported issue could not be determined. Based on the review of the provided video and the returned used company cartridge, the reported foreign material may have been internal coating material from the damaged company cartridge tip. The removed material was not returned for evaluation. A non-qualified viscoelastic was indicated and there did not appear to be adequate viscoelastic in the used cartridge. Per the instructions for use (IFU): the company iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd (diagram provided) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Company IFU note: during lens loading and insertion, do not allow the company toric iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. There have been 6 other complaints reported in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during implantation of an intraocular lens (iol) the presence of a more or less sticky deposit on the posterior surface of the implant after injection. Additional information was requested. There are five medical device reports associated with this event. This report is four of five.